Event description:
As reported, during the insertion of a 5mm 180cm angioguard rx embolic capture guidewire system (ecgw), there was a fracture observed on the peel away guidewire introducer was. The filter basket was able to be deployed inside of the patient despite the fracture, and there were no issues removing the peel away guidewire introducer. However, during the retrieval process, the filter separated from the delivery system and could not be recovered. As a result, a 5f 100cm 135-degree angled tempo diagnostic catheter was used to capture and removed the filter basket. This was during a procedure to treat a 90% stenosed lesion at the internal carotid artery bifurcation. The lesion had mild calcification and mild tortuosity. There were no acute angles at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. The device will be returned for evaluation. Addendum: product evaluation revealed that the delivery sheath was returned separated.

Manufacturer narrative:
Complaint conclusion: during the insertion of a 5mm 180cm angioguard rx embolic capture guidewire system (ecgw), there was a fracture observed on the peel away guidewire introducer was. The filter basket was able to be deployed inside of the patient despite the fracture, and there were no issues removing the peel away guidewire introducer. However, during the retrieval process, the filter separated from the delivery system and could not be recovered. As a result, a 5f 100cm 135-degree angled tempo diagnostic catheter was used to capture and removed the filter basket. This was during a procedure to treat a 90% stenosed lesion at the internal carotid artery bifurcation. The lesion had mild calcification and mild tortuosity. There were no acute angles at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. Addendum: product evaluation revealed that the delivery sheath was returned separated. The device was returned for analysis. A non-sterile unit of ¿embolic protection device¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The returned components are the delivery sheath and the capture sheath. A thorough inspection was performed, and it was observed that the delivery sheath was separated. A product history record (phr) review of lot 35265394 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿peel away gw introducer (sheath)- cracked was not confirmed. Since the peel away introducer was not returned for analysis. Filter basket- separated was also not confirmed since it presented a good physical condition, no separation was observed. For deployment (delivery) sheath-separated, it was confirmed since the delivery sheath presented a separated condition. Handling and procedural factors such as a 90% stenosed lesion at the internal carotid artery bifurcation with mild calcification and mild tortuosity may have led to the reported events. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ the product analysis suggests that the events experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265394 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the insertion of a 5mm 180cm angioguard rx embolic capture guidewire system (ecgw), there was a fracture observed on the peel away guidewire introducer was. The filter basket was able to be deployed inside of the patient despite the fracture, and there were no issues removing the peel away guidewire introducer. However, during the retrieval process, the filter separated from the delivery system and could not be recovered. As a result, a 5f 100cm 135-degree angled tempo diagnostic catheter was used to capture and removed the filter basket. This was during a procedure to treat a 90% stenosed lesion at the internal carotid artery bifurcation. The lesion had mild calcification and mild tortuosity. There were no acute angles at the target lesion. The device was stored, handled, and prepped per the instructions for use (IFU) and there was nothing unusual about the device prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.